Event description:
A malfunction alarm was reported by the caller, indicating a problem with the tandem pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Though the call was disconnected before the pump reset was completed, the resettable malfunction code was acknowledged, and the customer called back to speak with another representative.